Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The customer states that the flow sensor, power supply and fio2 sensor cable were replaced. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.